Event description:
The patient was revised due to dislocation on (B)(6) 2023. The implantation date was on(B)(6) 2023. A cup, a humeral spacer and a stem were explanted. A cup, a humeral spacer, a screw and a stem were implanted..

Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.